Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery changed due to connector leaking voltage. No other alarms noted. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. The customer reported an unexpected restart by the insulin pump every time the battery was changed. The customer reported that the unexpected restart alarm was recurring during normal use even after a new battery cap was shipped to the customer. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.